Event description:
During an in clinic follow-up, noise that resulted in oversensing was noted on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed. Provocative testing was performed and the lead noise was reproduced. No intervention was performed and the patient was stable and will continue to be monitored.